Event description:
Customer stated, "she lays the pad down and lays down on the pad. She was laying down holding the switch down and she looked down and saw flames coming out of the switch area." Customer did not claim injury. Product was not returned. An investigation into the lot found no instances of reported issues for the manufactured lot. An investigation into similar feedbacks found that the primary cause for the similar feedbacks was user misuse due to cord twisting/wrapping. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts". The customer also admitted to misusing the pad by laying on it. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds". Further investigation will be conducted once the product is returned, along with a supplemental report submitted.